Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain¿.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to pain and instability. The tibial bearing and locking bar were removed and replaced and the patella was resurfaced.